Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had a ripped downstream occlusion seal (dso) during testing. The reported issue may result in improper occlusion detection and may allow fluid ingress, potentially affect the dso sensor and lead to delivery inaccuracies that could result in serious injury if the issue were to recur during use. There was no patient involvement and no harm/adverse event reported.